Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 1400.87403 mcg/day), morphine drug, unknown (10.8 mg at 7.56472 mg/day), and bupivacaine (20 mg at 14.00874 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increased back pain. Additional information received from the healthcare provider via a clinical study indicated that the patient had 9/10 pain. Per physician opioids in the pump were tapered and continued use of oral opioids. Additional information received from the healthcare provider via a clinical study indicated that the patient's opioid dosing was reduced due to them using oral opioids. Additional information received from the healthcare provider via a clinical study indicated that the patient was not tolerating the decrease well. An increase in bupivacaine by 2mg was made. Additional information received from the healthcare provider via a clinical study indicated that an increase in bupivacaine by 2 mg and removal of fentanyl and morphine was made. Additional information received from the healthcare provider (hcp) via a clinical study indicated that on (B)(6) 2025 the patient reported trying to end their life due to their pain levels after their opioids were removed. Their bupivacaine was increased by 2mg. The event was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the system was explanted and not replaced.

Manufacturer narrative:
H3: the pump and catheter were returned and analysis found no significant anomalies. Continuation of d10: product ID 8784, serial# (B)(6). Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-21, additional information was received from a patient. The patient stated they "had pump depleted about 8 weeks ago" at their clinic "out of retaliation" and there were no hcps that could help them. The patient stated they "almost killed themselves over this" (the patient confirmed no immediate attention was required). The patient noted that the clinic won't take them and also mentioned a spine fusion. Physician listings were provided to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.